Event description:
Left total hip replacement on (B)(6) 2004. He received the depuy total hip pinnacle 300 acetabular cup sz mm 60, the ultament metal insert neut 36mm 60d, and the articul/eze metal on metal femoral head 36mm +1.5 12/14 cone. About two yrs after his hip replacement, he began having pain and a pressure sensation in his hip. The pain is more severe between his hip and knee. When he moves from a standing position without pressure on his left leg, a shooting pain goes all the way up his leg. Getting up from a kneeling or squatting position causes pain. These symptoms are ongoing. Reason for use: osteonecrosis of left hip.